Event description:
Biphasic zoll defibrillator would not charge, which resulted in a delayed emergent cardioversion. The machine gave a "bridge test failed" message and would not charge. That same machine had passed a routine check before it was used for this procedure. A second machine had to be brought in to complete the procedure and the pt was then successfully cardioverted. Device safety report filed.

Event description:
Add'l info rec'd from MFR 12/24/02: based on the data provided by hospital risk mgmt dept, the clinician was attempting to cardiovert a pt (age & gender unknown) and the device displayed a "bridge test failed" message and failed to charge. Clinician was able to obtain another device to successfully continue treating the pt. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction. The device was returned to zoll medical's technical service dept. The reported malfunction was duplicated and rectified by replacing the device's bi-phasic bridge cap assembly. Aware date: september 09, 2002. The device has been returned to the customer's facility.